Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies were performed prior to service. The system was decontaminated and valve operation was checked. The sample probe was replaced and adjusted. The gear pump pressure was checked and was ok. All system reagents were replaced. Precision studies were then performed and were within specifications. Calibration was performed without issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The reporter stated that initial and repeat values varied as much as 6.6 mmol/l with these samples. No specific patient data was provided. No incorrect results were reported outside of the laboratory. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.